Event description:
Endo gia stapler was being used during laparoscopic appendectomy and the stapler mis fired staples while stapling at the bottom of the secrum while stapling the appendix. The physician was concerned about the appearance of the fired staples and there appeared to be extra staples that were not incorporated into the tissue after the firing. The surgeon requested another stapler and proceeded to resect the original staple line with several new reloads without any further issue.

Event description:
Endo gia stapler was being used during laparoscopic appendectomy and the stapler mis fired staples while stapling at the bottom of the sacrum while stapling the appendix. The physician was concerned about the appearance of the fired staples and there appeared to be extra staples that were not incorporated into the tissue after the firing. The surgeon requested another stapler and proceeded to resect the original staple line with several new reloads without any further issue.